Manufacturer narrative:
Patient information requested and all available info is included.

Event description:
Customer reported an overinfusion of immunoglobulin. The intended rate of the infusion was 18.6 ml/hr and after 20 - 25 minutes, the nurse noted the rate was 160 ml/hr the volume to be infused was not indicated. No patient harm reported and no medical intervention required. The data set and device event logs were received. Investigation is on-going. A follow up report will be filled upon completion of the investigation.